Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic procedure, the needle was broken and fell into patient's cavity. The tip of the needle was left in the patient and not retrieved.